Manufacturer narrative:
A visual inspection was performed verifying all the components were assembled according to manufacturing process. Damage was observed in the sample which would have been detected immediately in the manufacturing process. Measurements and functional testing performed on the sample confirmed it to be within specifications. The reported issue could not be duplicated.  We are unable to determine the cause for this specific event however, manufacturing controls are in place to detect damage and to reduce the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that during patient use, the tube became torn. It was reported that there was no patient harm

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report which stated that during patient use, the tube became torn. It was reported that there was no patient harm.